Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was starting to get pain on (B)(6) 2016. The patient was going to adjust stimulation on their own when their spouse was home. Therefore, no adjustments or troubleshooting was performed during the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.